Event description:
A customer contacted beckman coulter (bec) reporting that no blast or differential flagging messages were recovered for a single patient sample run on three (3) different unicel dxh 800 coulter cellular analysis systems (serial numbers: (B)(4), (B)(4), and (B)(4)) which were generated on the same day. The presence of blasts was confirmed by manual differential enumeration which was considered correct. No erroneous results were reported out of the laboratory. This report documents the sample run generated on the dxh 800 serial number (B)(4). The customer indicated that the sample was initially run on the dxh 800 serial number (B)(4) and then rerun on the dxh 800 serial number (B)(4) and then on the dxh 800 serial number (B)(4). The patient data submitted for review indicated that the complete blood count (cbc) results obtained from all the runs provided were considered correct. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was provided by the customer. Raw data files were collected for further analysis and are pending review. Service was not dispatched for this event to date. A definitive failure mode cannot be determined at this time. Per labeling: beckman coulter does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Mdrs 1061932-2013-02228 and 1061932-2013-02229 are associated with this event and documents the results obtained on the other two (2) instruments described.

Manufacturer narrative:
Additional information: analysis of the raw data indicated that the patient sample had 3% blasts, but the algorithm did not set flags. The histograms showed slightly elongated populations and a few large volume (dc) events; however, the overall abnormality was not significant enough for the algorithm to set the blast flag.